Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right atrial (ra) lead exhibited a significant change in threshold measurements. An x-ray was performed and revealed the lead had dislodged. A revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.